Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with blood glucose reaching 333 mg/dl and remaining elevated for approximately 8¿9 hours, coincident with insulin not delivering through the infusion set; inspection showed an empty cartridge and no insulin emerging from the needle until all supplies (cartridge, connector, and tubing) were replaced, after which drops were observed and delivery resumed. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, and without other acute complications. Outcomes included no use of backup therapy, no medical intervention, no assistance, and no hospitalization. Investigation included guided troubleshooting of the infusion system and confirmation of delivery after full set replacement. Investigation of this case revealed a suspected delivery failure localized to the connector or tubing, with no evidence of internal device leakage, and resolution after replacement of the infusion components, while the specific cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.